Manufacturer narrative:
Date of event = ni/ni/1997. Common name & product code = unavailable as the device lot number, rpn, and gpn are unknown. PMA/510(k) number = unavailable as the device lot number, rpn, and gpn are unknown. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. (B)(4).

Event description:
A journal article, ¿endoscopic removal of a ¿floating¿ biliary gianturco z stent five years after placement for benign anastomotic stricture in a liver transplant patient¿ was reviewed. The article discussed the use of expandable metal biliary stents for managing malignant biliary obstruction and, in some instances, benign biliary disease. The authors describe the placement and successful removal of a gianturco expandable metal z stent (cook, inc., bloomington, ind.) 5 years after its insertion for a benign anastomotic biliary stricture in a (B)(6)-year-old, male liver transplant patient. The patient underwent orthotopic liver transplantation (olt) with duct-to-duct anastomosis and t-tube placement on an unstated date reportedly three months prior to the placement of the gianturco z stent. T-tube cholangiogram three months after transplantation demonstrated a tight anastomotic stricture that was resistant to dilation. Through the t-tube, a double gianturco z stent was placed across the anastomosis. The patient remained well until 2 years later when acute cholangitis developed. Endoscopic retrograde cholangio-pancreatography (ercp) revealed excellent positioning of the stent across the anastomosis, but stone debris occluded the stent lumen. Endoscopic biliary sphincterotomy was performed, and the stent was cleared of stone debris using an occlusion balloon (manufacturer not specified). The stent did not change position during the procedure. The patient was then well until three years later when he again developed acute cholangitis. Ercp revealed the previously placed gianturco biliary z stent to be freely floating within the dilated suprapancreatic common bile duct. The lumen of the stent was occluded with debris, and the anastomotic stricture had resolved endoscopic removal of the stent from the common bile duct (cbd) was then deemed necessary. The previous biliary sphincterotomy was extended, and the nondilated distal common bile duct was dilated using an 8 mm balloon (manufacturer not specified). Attempts to extract the stent using a 15 mm occlusion balloon (manufacturer not specified) inflated above the stent failed because it was not possible to pull the stent through the normal-caliber distal cbd in this manner. An attempt to collapse the stent using a standard polypectomy snare (manufacturer not specified) resulted in folding of the stent within the distal cbd. Rat-tooth forceps (wilson-cook medical, inc., winston-salem, n.c.) Were then used to grasp the stent, and it was forcefully removed from the cbd using standard stone extraction maneuvers. Minor bleeding was noted endoscopically, but there was no radiographic evidence of perforation. A follow-up occlusion cholangiogram demonstrated excellent drainage, with two small residual stent wires remaining. There were no complications, the patient was discharged home 24 hours later with resolution of cholangitis, and he remained well two months post procedure. The article states it has been noted via autopsy, animal, and invivo studies that expandable metal stents become embedded in the tissue wall via pressure necrosis. The authors report it is possible that transplant patients may be more susceptible to stent migration because corticosteroids and/or other immunosuppressant drugs reduce the tissue hyperplastic response to the stent. The authors conclude the reporting of long-term follow up of new devices and technologies is important because some patients may present with delayed complications. They suggest expandable metal biliary stents be used in olt patients with benign strictures only as a last resort. Other events of stent migration were listed "discussion" area of the article were noted; however, specific information regarding patient events and product information have not been provided.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Investigation - evaluation. A review of the drawings, manufacturing instructions, specifications, and quality control was conducted during the investigation. The complaint device was not returned; therefore, no physical examination could be performed. However, a document-based investigation was performed. There is no evidence to suggest the finished product was not made to specifications. The lot number of the device is not known; accordingly, a review of the device history record could not be conducted. Numerous design verification and validation activities have been performed to ensure that this device meets design requirements. Based on the information provided and no product returned, investigation has concluded a cause for this event could not be established; however, the complaint is confirmed based on the customer's testimony. Appropriate measures are being initiated to address this failure mode. A quality engineering risk assessment was conducted to assess the risk of this failure mode and concluded that risk reduction is recommended. The appropriate internal personnel have been notified and we will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred. - attachment: [baron_endoscopic removal of a floating biliary gianturco z stent five years after placement....pdf].